Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported disability or permanent damage, which was marked incorrectly as this is product problem in previous report. Device evaluated by manufacturer and device available for evaluation was incorrectly mentioned as no, device returned to manufacturer is correctly updated now and date return to the manufacturer also updated. Device serviced by a third party was incorrectly marked as yes, it is correctly updated as no in this report. Report source was missing the previous report, in this correction report it is correctly marked as consumer. Brand name wrongly reported as dreamstation auto CPAP, which is correctly updated now as dreamstation bipap pro. Patient identifier was incorrect patient initial name was reported in the previous report, which correctly updated in this follow up report as unknown.